Manufacturer narrative:
The fse confirmed the leak from an obstructed vacuum pathway of vl8. The fse flushed the pathway to the vacuum isolator chamber (vic) resolving the leak. (B)(4).

Event description:
The customer reported the coulter® act diff 12 analyzer probe dripped 10-20 mls of fluid during cleaning onto the counter, floor, and into the control vial that the customer was running. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or change to patient treatment attributed to or connected with this event.